Manufacturer narrative:
Concomitant medical products and therapy dates: sheath 10 f (cook) guidewire underquotes extra stiff 0.035" 260 cm long stent (cook). As reported, the marker bands of a 5f 100cm 6sh super torque marker bands (mb) diagnostic catheter broke and moved from their original position. There was no reported patient injury. The device was intended to be used for a tips (transjugular intrahepatic portosystemic) procedure. The product was properly stored and opened in sterile field. Additional procedural details were requested but not provided. One non-sterile super torque diagnostic catheter (cath mb 5f pig 110cm 6sh) was received for analysis inside a plastic bag. The unit was found separated in two pieces at 26.1 cm from the distal end. The marker bands on the device were observed moved/out of position. The unit presented thirteen out of the eighteen marker bands moved/out of position at the distal section of the unit. Only five marker bands remained in their original positions. No other anomalies were observed during visual analysis. Dimensional analysis was performed to verify the correct catheter outer diameter (od) and inner diameter (ID). Measurements were taken near the affected areas from the distal tip. Dimensional analysis results were found within specification. Per functional analysis, a .038¿ emerald guidewire lab sample was intended to be passed into the unit both via tip and via hub. However, the emerald guide wire was stopped at 4.5 cm from the tip due to the marker bands moved in this site, which was not intended. The emerald guidewire passed without problems when inserted thru the hub. Microscopic analysis was performed on the separated parts of the device. The distal section of the unit showed the band marks left on the units¿ surface, where the moved marker bands were originally placed. Evidence of damage and scratches were present. The edges of the separated segments were observed under the microscope. The edges of both separated sections presented evidence of elongations. This characteristic suggests that the device was induced to stretching/pulling or twisting events that exceeded the material yield strength prior to the separation. No other issues were noted during microscopic analysis. A product history record (phr) review of lot 17875680 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The complaint reported by the customer as ¿marker band (super torque) - offset/out of position in patient¿ was confirmed. Several marker bands were observed moved/ out of position on the returned device. Additionally, ¿catheter (body/shaft) - separated¿ was confirmed, as a separated condition was observed on the body of the returned catheter and the device was returned in two pieces. Exact cause of these anomalies could not be conclusively determined during the analysis. Procedural/handling factors might have contributed to this event. Per the elongations found on the catheter body, it was determined that stretching/pulling events that exceeded the material yield strength may have been the cause of marker band migration and catheter separation. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿failure to observe these instructions may result in damage, breakage or separation of the catheter or the markerbands, which may necessitate additional intervention. Manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Stretching or elongation of the catheter during endovascular procedures could result in the marker bands moving along the catheter. In extreme cases, marker bands may come off the catheter and dislodge into the vascular system. Avoid excessive tension on the device during manipulation. Extreme care to avoid stretching or elongation must be exercised during manipulation and withdrawal. If resistance is felt during manipulation, determine the cause of resistance before proceeding and confirm super torque mb angiographic catheter positioning under high quality fluoroscopic observation.¿ neither the phr review nor the product analysis suggest that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the marker band of a 5f 100cm 6sh super torque marker bands (mb) diagnostic catheter broke and moved from their original position, at risk for the patient. Additional information was received and the device was received in two pieces. There was no reported patient injury. The device was intended to be used for (transjugular intrahepatic portosystemic) tips procedure. The product was properly stored and opened in sterile field. The device will be returned for evaluation.